Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. Returned to manufacturer date not given. Date that was on email confirming receipt of sample used (internal bd comments on parent complaint). Initial reporter phone#: (B)(6). Initial reporter fax #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6). With the incident lot was observed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had insufficient blood flow and that blood began to pool flash area.